Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen (2000 mcg/ml at 12 mcg/day) via an implanted pump. The indication for pump use was post spinal cord injury and intractable spasticity. It was reported that the patient was implanted with a brand new pump and catheter on (B)(6) 2015. In the night, while the patient was in the hospital, she developed oversedation suddenly. The patient was put on a bipap machine to assist with ventilation and the pump was programmed to minimum rate mode. Per the reporter, no programming errors had been made. The brand of the baclofen, the patient's pertinent medical history/concomitant medications, the diagnostics/troubleshooting performed, the cause of the oversedation, and the resolution of the event were not reported. Additional information was received from a healthcare provider (hcp) via a company representative. The type of baclofen delivered by the pump was lioresal 2000mcg/ml. The representative had met with the hcp in the hospital and discovered that the concentration was incorrect. Upon pump interrogation, the clinician programmer displayed 100mcg/ml rather than 2000mcg/ml. No surgical intervention occurred or was planned. The issue was resolved. Patient status at the time of the report was unknown. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received on 30-dec-2015 from the company representative and it was reported that this reporter did not have the serial number of 8840 used by the physician. The sedation resolved and the programming was corrected.